Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: rod broke off review of event description: it was reported that during surgery, the pin of the lateral position guide broke off. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: the instrument has been returned for an investigation. The vertical pin of the returned lateral position guide has broken off at the welding. The broken off pin is slightly bent. Besides the breakage, the lateral position guide shows some scratches and signs of use. The lateral positioning guide is of version c. Review of product documentation : - inspection plan was reviewed: the characteristic regarding the laser welding are the following: the characteristic 7: pos. 1 and 2 must be beads blasted and electropolished after being laser welded together. The characteristic 8: "aauq.20.060 allgemeine anforderungen / general requirements" is checked 100% visually and documented by the supplier. The characteristic 11: "aauq.26.269 laserstrahl-schweissen / laser beam welding" is checked 100% visually and documented by the supplier. The charatcteristic 13: "1.0 52 (saubere schweissnaht)" is checked with aql2.5. - the design of the instrument was changed on 19.11.2013. Within this change, the connection of the vertical rod was improved: transition fit was changed to a press fit. The instrument involved in this complaint was manufactured after the design change, according to the new design. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible -> visual inspection of the returned instrument did not evidence corrosion. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the broken off pin is slightly bent. This might suggest that force has been applied on the vertical pin. Moreover, a deterioration in function as a result of repeated use is possible. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the broken off pin is slightly bent. This might suggest that force has been applied on the vertical pin. - instrument breaks or deforms due to off-label / abnormal-use => possible, as force might have been applied on the vertical pin. Conclusion summary: the instrument has been returned for an investigation. The vertical pin of the returned lateral position guide has broken off at the welding. The manufacturing records confirm that the instrument has been manufactured according to specifications. Moreover, the welding has been checked with a scope of 100%. It might be possible that force has been applied on the vertical pin, leading to the fracture. If the instrument is used correctly, no force is applied on the vertical pin. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery the instrument broken but the surgeon was able to finish the surgery as planned with the same tool.